Event description:
It was reported that a robotic hysterectomy, permanent suture was used to close the vaginal cuff. After the case, it was discovered to be used permanent suture. Surgeon decided to remove during a second operation and reclose. The pt has had a bowel obstruction and extended hospital stay following the second operation. Ref pr complaint: #(B)(4).

Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method: the actual product involved with the incident reported will not be returned. Since the lot number was not provided, a record review was performed for the finished goods lots purchased during the past eight months for this item. Three (3) device history records were reviewed. There were no non conformances issued for these lots. The product from these finished goot lots and all of the components met surgical specialties requirements throughout the incoming, manufacturing and final inspection processes. On 07/29/2014, an email from the customer was received informing that the sales rep was unable to obtain add'l info. Therefore,the exact cause of this complaint cannot be determined based on the info provided. Reference: complaint #(B)(4) (ethicon complaint #(B)(4)); item #sxpl1b400 stratafix spiral polypropylene knotless tissue control device; sh-1 0 ppn 30cm, finished goods lot unk.